Event description:
It was reported that the patient was seen in the clinic on (B)(6) for a refill. The pump was alarming with low battery. It was noted that the elective replacement indicator had "dropped from 47 months (from refill in (B)(6) 2012) down to 2 month at this interrogation". Inspection of the logs showed that the pump had been alarming since (B)(6); pump in safe state; reset occurred. The patient did not report any withdrawal symptoms, the doctor decided to fill the pump with saline. It was noted "no replacement procedure is planned at the moment while the doctor and patient decide if this the best therapy for the patient considering that the patient did not have any reportable increase in pain during the last few weeks". It was indicated there was no patient injury. The patient recovered without sequela. The pump was delivering dilaudid and clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).